Event description:
Consumer states that while using the toothbrush, she felt something in her mouth. Customer stated that the bristles in the brush head I am using that came with the toothbrush are letting go from the brush head.

Manufacturer narrative:
Manufacture date updated because product was returned.